Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that shortly after implant, it was discovered that the patient had pericarditis. An x-ray found that the ventricular lead had perforated the myocardium. The lead was explanted and replaced. During the procedure, it was discovered that atrial lead had also perforated the myocardium. The physician did a suture intervention and the atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable pacing lead, 2013 (B)(6); a3dr01 implantable pulse generator, 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.